Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. The device was also received with minor scratches on the lcd window, cracked case near display window corners, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported that the date and reservoir icon did not appear on the insulin pump screen. An attempt was made to rewind and insert a reservoir, but this was unsuccessful, due to a button not responding. Customer's blood glucose was not known. It was advised the device would be replaced and agreed to that the product would be returned for analysis.